Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited corrosion on the bending section rubber, adhesive rubber and objective lens glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rubber corrosion, rubber glue corrosion and objective lens glue has corrosion due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.